Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. Insulin pump had a reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that after the battery out limit and getting caught in the rainstorm they are unable to get the battery out limit alarm to clear. Customer stated that the insulin pump is not working. Customer's blood glucose reading at the time of the call was 75 mg/dl. No further information reported.